Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to the electrode belt trunk cable. The pulse wire solder connection pulled from the heat shrink, causing the pulse wires to short together. The root cause for the separated heat shrink could not be positively identified. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.